Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the mobile viewing station (mvs) error that occurred after rebooting the system. During the case that only got half the exam causing site to reboot and the error to occur. An additional reboot did not solve the issue. This issue occurred intraoperatively. There was no reported impact on patient outcome. There was surgery aborted and both medtronic imaging and navigation aborted. Additional information received and stating that there was a 15 minute delay and case continued with x-ray for continuation of case. Additional information received and stating that "the likely cause of this issue is a corrupted patient file. Along with the age of the hardware and the way the hard drives back things up. Something malfunctioned. Cleared the database per standard operating procedure (sop) and as per standard manual (asm). System is working as intentioned."

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that field service engineer(fse) cleared the database and the issue was resolved. System working as intended. Returning to customer as working. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000967, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.